Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high and low blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown mg/dl. Customer declined to troubleshoot for high and low blood glucose. The customer reported via phone call indicating that the insulin pump had display anomaly and moisture damage. Customer's blood glucose at time of incident was unknown. The customer was offered to troubleshoot for display anomaly and moisture damage but declined.